Event description:
Welch allyn became aware of an incident where a female pt received a 1 cm wound on the right lateral wall of her vagina after the vaginal spec broke in half longitudinally along the blade during a pelvic exam. Pt was prescribed antibiotics and percocet. The customer did not provide a pt identifier.

Manufacturer narrative:
The actual device is currently under eval by welch allyn. Eval, results: vaginal speculum.